Event description:
It was reported that during an unknown procedure, the device stopped working. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the devifce was returned with the blade scratched, cracked and with a hot spot. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "scratches on the blade may lead to premature blade failure".